Event description:
On (B)(6) 2019 adductor canal catheter placed for patient undergoing total knee replacement. The patient went home the same day but subsequently reported that the connector at the end of the catheter spontaneously disengaged and the catheter became disconnected (and non-sterile). The patient decided to reconnect the catheter herself, before seeking help. When contacted for follow up, she was advised to remove the catheter to reduce infection risk. She did this, but suffered severe enough pain that she was admitted to the ER for pain control. It is too soon to know if she will develop an infection. Braun acknowledges this as a safety concern but has only advised ¿taping connector¿ as a solution.